Event description:
It was reported that a spring arm circlip was allegedly loose. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
There was no reported patient involvement, thus no patient data exists. The catalogue number provided is for the flat panel suspension which is the finished good part number for the suspension that contains the spring arm allegedly involved in this event. A stryker field service technician observed the spring arm involved in the alleged event. The technician observed that the spring arm circlip was loose, and also noted that the circlip was secure and the monitor was not going to fall. The root cause of how the circlip became loose could not be fully determined, however, it is possible that the circlip was removed and not replaced upon installation or servicing of the flat panel suspension. The account would not authorize repair activities and they have been informed that the product is non-conforming and should be repaired. There was no reported patient involvement and no adverse consequences reported.

Event description:
It was reported that a spring arm circlip was allegedly loose. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
After further evaluation of photographs, it was discovered that it was not the circlip that the technician was referring to but the clamp that is located at the drop tube/horizontal arm joint. The clamp is made up of two halves that combine together using two screws. The clamp is the mechanism that is used to connect the drop tube to the horizontal arm. The gap could be attributed to one screw being screwed in tighter on one side than the other causing a gap. The clamp was secured on the drop tube and correctly seated. If the clamp is seated correctly, then the clamp is securing the extension arm to the drop tube and there is not a risk with this gap. Since the technician states that it was seated correctly, no nonconformance was found.